Manufacturer narrative:
The reported events of bacterial infection and tissue irritation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bacterial infection and tissue irritation.

Event description:
Healthcare professional reported "irritation of the tissue" and "scant growth of pseudomonas aeruginosa". This record is for the left side. Device has been explanted.